Event description:
I have a hip implant on my right hip. I have bone ingrowth around the implant which my primary doctor says I might have to do a second surgery, if I stand for too long. It hurts if a lay on it too long, it hurts. I have to take pain medication to ease the pain. I need help.